Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) , alleging inaccurate results compared to the same meter and they were "above 20mg/dl". This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.